Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 140 mg/dl. The patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The received device had the cannula assembly deployed. The device ran 43 first prime pulses and was deactivated after 53 pulses at the end of the second priming sequence. No evidence was found that would result in a failure of the cannula to deploy; a root cause could not be determined. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. The device was connected to a master pdm and a 5 unit test bolus was delivered without issue. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.